Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Additional information received from the field representative indicates that the patient previously had uti. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.